Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported "palpitations, racing heart, pressure in the chest, shortness of breath, acne, dry skin, tiredness, joint pain, headache." Suspected rupture and "the lymph node in one armpit is active (enlarged?). There is a permanent inflammation in the body. The devices are also suspected of causing bia alcl." This relates to unknown side. Unknown if the device has been explanted.